Event description:
On (B)(6) 2016, during device replacement intervention, it was not possible to connect the existing ventricular lead. The screw was tightened in the ventricular lead pin and the ratchet noise of the screwdriver could be heard but when checking by pulling the lead, it did not remain in the pacemaker port. The physician had the feeling that the ventricular lead pin could not be inserted all the way in the pacemaker port, so finally the new device was replaced by another one.

Manufacturer narrative:
UDI: (B)(4). Preliminary analysis revealed that the first thread of both atrial and ventricular set-screws were damaged. Such is typically incurred while tightening the set-screw when the lead is not completely inserted in the port. Electrical and mechanical characteristics of the returned device conformed to established specifications.

Event description:
On (B)(6) 2016, during device replacement intervention, it was not possible to connect the existing ventricular lead. The screw was tightened in the ventricular lead pin and the ratchet noise of the screwdriver could be heard but when checking by pulling the lead, it did not remain in the pacemaker port. The physician had the feeling that the ventricular lead pin could not be inserted all the way in the pacemaker port, so finally the new device was replaced by another one.

Manufacturer narrative:
UDI: (B)(4).

Event description:
On (B)(6) 2016, during device replacement intervention, it was not possible to connect the existing ventricular lead. The screw was tightened in the ventricular lead pin and the ratchet noise of the screwdriver could be heard but when checking by pulling the lead, it did not remain in the pacemaker port. The physician had the feeling that the ventricular lead pin could not be inserted all the way in the pacemaker port, so finally the new device was replaced by another one.